Manufacturer narrative:
E1 reporter phone#: (B)(6). The logs were retrieved and forwarded to research and development for evaluation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the cardiac workstation 7000 indicating that the unit is not calculating the heartrate correctly and the waveforms are not correct as well. The device was in clinical use at the time of the event. No adverse event was reported.